Event description:
It was reported that the patient presented to the emergency room due to an audible alert. A remote monitoring transmission displayed a right ventricular (rv) lead alert for out of range (oor) high defibrillation impedance and an abrupt increase from the normal impedance measurement was noted. A fracture of the high-voltage portion of the lead was suspected. Additionally, approximately one year prior, the rv lead triggered an out of range (oor) low pacing impedance warning. Lead detections and alerts were programmed off and the patient was fitted with a wearable cardioverter defibrillator pending lead revision procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 4054 lead implanted (B)(6) 2000. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the rv lead was explanted.